Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
While surgeon was preparing the femur for the exeter prosthesis, the exeter modular broach broke off/disengaged from the broach handle resulting in the broach being left in situ until the surgeon eventually was able to remove the broach and complete the total hip procedure.

Manufacturer narrative:
Corrected data: the device was not returned for evaluation. An event regarding fracture involving an exeter rasp was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Not returned.

Event description:
While surgeon was preparing the femur for the exeter prosthesis, the exeter modular broach broke off/disengaged from the broach handle resulting in the broach being left in situ until the surgeon eventually was able to remove the broach and complete the total hip procedure.